Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: graphical user interface (gui) speaker assembly the gui speaker assembly was visually inspected and showed no anomalies. On review of the ventilator diagnostic logs no errors were observed. The gui speaker assembly was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an audio alarm error indicating that the device failed during power on self-test (post). The ventilator was not in use on a patient at the time the alarm occurred. The service engineer (se) inspected the device and replaced the speaker assembly. The unit passed all testing and operated within the manufacturer specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.